Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time the device was programmed to deliver an unspecified medication. No specific event info was provided including programming parameters or pt info. After an unspecified length of time, which was sooner than expected the container was reported to be empty. There were no reported adverse pt effects. No medical interventions were reported. Through requested, no add'l info was provided.